Event description:
It was reported that the customer's insulin pump had a crack on the display. The customer stated that the crack was on the display next to the buttons. The customer's blood glucose was unknown. The customer stated that the crack went from the top right corner down to the middle of the display. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.